Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure; however, the reported balloon rupture appears to be related to user error/operational context. It should be noted that the coronary dilatation catheters, traveler rx, instructions for use, states: balloon pressure should not exceed the rated burst pressure (rbp). There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, heavily calcified, concentric and de novo lesion in the mid left anterior descending coronary artery. A 3.5x15mm traveler rx balloon dilatation catheter (bdc) was advanced with resistance, and the balloon ruptured during the first inflation at 18 atmospheres for 10 seconds. The bdc was removed without resistance, and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.